Event description:
After approx 5 days of use, the blood pump stopped and the primary console of the controller issued a pump stopped alarm. The pump was replaced but attempts to restart it using the primary console of the controller were not successful. The user switched to the integral backup console and the replacement pump started successfully. The patient was not adversely impacted as the result of the incident.

Manufacturer narrative:
Evaluation summary: both the pump and controller were returned for evaluation. The pump is a single use device while the controller is non-sterile and intended for multiple uses. The analysis of the pump found no visual, electrical, or mechanical defects. Performance testing of the pump, including testing with the subject controller, established that it was functioning within acceptable limits. Although the controller was found to operate within acceptable specification limits upon receipt, the internal evaluation found evidence of prior fluid ingress on the printed circuit assembly which resulted in a short circuit between two conductors. An analysis of the design was conducted which determined that a short circuit of the conductors would result in the failure of the primary pump drive circuit. Operation of the backup pump drive circuit was not impacted by the failure and would not have been affected. The cause of the fluid ingress could not be established.